Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient reported radicular pain following the surgery. The surgeon determined via x-rays that the most cranial implant had breached the neuroforamen and was irritating the nerve root. Three weeks after the initial surgery, the surgeon performed a revision surgery where the most cranial implant was removed to alleviate the nerve root irritation. No other implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.